Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump's keypad was unresponsive. The customer also reported that the device had a no delivery alarm and a low reservoir alert. Blood glucose level at the time of the incident was 126 mg/dl. The customer was able to clear the alarms and complete priming. The insulin pump was not replaced or returned for analysis.